Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the resin on the insertion tube was falling off/peeling off. There was no patient involvement.

Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.